Event description:
It was reported that a revision surgery was reported due to dislocation.

Manufacturer narrative:
Incorrect dates were submitted for the explant date and incident aware date. The explant date is unknown, and the correct incident aware date is (B)(6) 2013.